Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting atrial undersensing and loss of capture due to right ventricular (rv) lead falling into cross chamber blanking because the heart would not be ready to contract again. Noise was observed in all channels. Technical services (ts) was consulted and recommended reprogramming options and further lead evaluation. This crt-d system remains in service. No adverse patient effects were reported.